Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal delivery. The customer's blood glucose was 211 mg/dl. The customer stated that he did not recall any significant events leading to the alarm. Troubleshooting was done. The customer stated that he was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump received with minor scratched display window, cracked battery tube threads.